Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by an orthodontist and will have to have multiple teeth repaired. It was also found the patient has moderate upper/lower crowding, moderately deep overbite with posterior open bite, slightly excessive overjet, mesial rotation of #6, incisal edge chip. Patient is currently in orthodontic treatment with byte aligners, current aligners not covering second molars causing posterior open contacts and food impaction due to buccal flaring of #2 and #15. Recommended the following treatment plan for the patient: comprehensive orthodontics invisalign for an estimated 12 months treatment time interproximal enamel reduction as needed fluoride varnish application as needed during treatment enameloplasty of #9 incisal edge with office at the completion of tx. Patient's next step: patient reported last dental exam and cleaning completed (B)(6) 2025 patient to resolve treatment with byte and call to schedule further appointments when he is ready to start comprehensive orthodontic treatment.